Event description:
It was reported that a possible problem with the implantable neurostimulator (ins) was suspected. The patient claimed that stimulation could be adjusted, but the implantable neurostimulator (ins) would not save the settings. The patient was having trouble readjusting stimulation. The patient had spoken with someone from the manufacturer this morning and was told that she should meet with a manufacturer's representative to diagnose the issue. The caller was from a clinic trying to get in touch with a manufacturer's representative. The patient also did troubleshooting the last time she called in. The patient had an healthcare professional (hcp) appointment on the tenth. No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received reported that the implantable neurostimulator (ins) depleted. The patient had had it adjusted in (B)(6) 2015 because the patient had been using it 24/7 and had built an immunity so the patient was going to use it as needed and take pain medication with it. The patient found the battery was draining even when not in use. The patient didn¿t use the ins for over a week and the battery was drained. She wanted to know if this was normal and it was reviewed that it can still deplete when turned off. Follow-up was performed to determine if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
(B)(4).